Event description:
It was reported that all components were explanted due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70. Serial: (B)(6). Batch: 7076723/7074840. UDI: (B)(4). Product family: scs-lead fixation . Upn: m365sc43180 . Model: sc-4318 . Batch: 27488087. UDI: (B)(4).